Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the lens was explanted and replaced with another company¿s monofocal lens during a secondary procedure due to a reported mechanical malfunction. Additional information received indicates that the patient experienced depth-perception issues and significant near-vision blurriness following the initial surgery. The patient later confirmed that these visual disturbances have resolved, and no further harm has been reported.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned in a specimen cup. Solution was dried on the lens. Both haptics were broken (possibly cut) from the gusset area (not returned). The optic was cut into pieces typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not indicated. However, not applicable to the reported complaint. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal company 20.5 diopter, add power +2.2 & 3.2 lens model was replaced with a non-alcon monofocal iol (non company). Due to the exchange of a multifocal lens to a 1.0 lower diopter monofocal lens, the replacement lens may have been an improved choice for the patient¿s vision needs. No additional information has been provided at this time. Follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Additional information was provided that the patients issues have resolved. No additional information has been provided at this time. The manufacturer internal reference number is:(B)(4).